Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator had a misalignment in the touched position. A calibration was performed, but the issue was not resolved. The touchscreen was then replaced, and the issue was resolved.

Manufacturer narrative:
The faulty part was returned to philips, and the evaluation was the performed. The failure investigation documented the conclusion/root cause as follows: the touch screen passed all of the flex cable resistance testing. Initially the touch screen failed during diagnostics and functional testing. The touch screen displayed misaligned touch points. The tech verified that after the successful recalibration of the touch screen using the touch screen calibration button noted in the diagnostics portion of the software, the touch screen could be recalibrated. The touch screen passed all diagnostics testing and the touch screen operated without issue. After the calibration of the touch screen, the touch points were properly aligned with the liquid crystal display. The issue of a touch screen within specification resistance readings and could be calibrated at the product investigation lab without issue.